Event description:
The customer reported to olympus, the colonovideoscope had a brush break inside the scope. The issue was found during reprocessing. There were no reports of patient involvement nor harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, olympus physical inspection found that there was a foreign object in the suction cylinder. The investigation also found the following findings; there was a cut on switch one, the control knob play was loose in the right/left and up/down direction, the light guide lens was cracked, the bending section cover adhesive was cracked, the bending section was collapsed, and the suction flow was inadequate due to a clog in the suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed that there was foreign object in the suction cylinder, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the field service engineer. Olympus will continue to monitor field performance for this device.